Manufacturer narrative:
The reported event could be confirmed since the device was returned and matches the alleged failure. The device inspection revealed the following: hexagonal tip of the received screwdriver found broken, and the broken fragment was not available for investigation. Tip of the available screwdriver shows deformation i.e. The teeth are shifted in one direction due to action of high torsional force resulting in permanent plastic deformation. The shaft-part is twisted, and material scratched against material (¿rubbed shiny¿) leaving a darker area in the middle which is usually a kind of dimple. The breakage was found to be symmetric with no abrupt breakage surface. The fracture surface resembles a typical ductile fracture due to torsional overload. Furthermore, a hardness test according to (B)(4) on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be a user related issue as the breakage was caused due to torsional overload. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during metal removal, a torx15 screwdriver bit on the torx broke off. Replacement was available."

Event description:
As reported: "during metal removal, a torx15 screwdriver bit on the torx broke off. Replacement was available."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.